Event description:
Reportable upon analysis completed on (B)(4) 2015. It was reported that there was no signal. Once the device was set up it was noticed that no signal was displayed on the distal bipole of the intellatip mifi¿ xp temperature ablation catheter. All the connection cables were replaced with new cables, but the problem persisted. The procedure was completed with a blazer ii ablation catheter. No patient complications were reported and the patient's status is stable. Device analysis found charring on the tip of the catheter.

Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: the device has a char in the tip. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Electrical test was performed and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).